Event description:
A physician was trying to stent a right renal artery. The stent became dislodged. A microsnare was used to capture device. Balloon used to crush the stent against the artery wall and then the stent was secured in the body.